Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7072251. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 25748724.

Event description:
It was reported that the patient was experiencing pain and inadequate stimulation. The patient underwent an explant procedure and all explanted devices were not returned.